Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set IV line disconnected from the drip chamber while infusing paclitaxel, causing the drug to leak out. The following information was provided by the initial reporter: "we had a frightening incident, where the IV line disconnected from the nonvented drip chamber of our low sorbing secondary set while paclitaxel was being infused paclitaxel chemo leaked rapidly down the tube and resulted in an immediate hazardous drug spill."

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of separation right at the bottom of the drip chamber could not be verified due to the product not being returned for failure investigation. Device history record review for model 10014881 lot number 22119317 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set IV line disconnected from the drip chamber while infusing paclitaxel, causing the drug to leak out. The following information was provided by the initial reporter: "we had a frightening incident, where the IV line disconnected from the nonvented drip chamber of our low sorbing secondary set while paclitaxel was being infused paclitaxel chemo leaked rapidly down the tube and resulted in an immediate hazardous drug spill."